Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical opinion the cause of the reported event was due to procedural factors (pacing failure). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the transfemoral tavr procedure for a 26mm sapien 3 valve, valve malposition due to pacing failure occurred. At the pacing check executed just prior to the procedure, pacing ratio was set to 160ppm. The valve was set to the implant position and inflation was started and a pacing failure occurred. The delivery system was pulled back to the ascending aorta and the valve position was checked under the fluoroscopy, the valve was located at ascending aorta. As the hemodynamics was fine, the valve was moved and implanted in descending aorta. The delivery system was removed and the new delivery system was used to implant the second valve. No problem occurred during the second valve implantation. Per the medical opinion, the cause of the event was a pacing failure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.